Event description:
It was reported that two pts at the facility developed a pressure ulcer while using the device.

Manufacturer narrative:
The facility filed a medwatch indicating that two pts developed a pressure ulcer while utilizing the intermittent dvt garment. We contacted the wound care clinician to gather details pertaining to the incident. At the time the incidents occurred, the facility only stocked the medium sized garment. They did not record nor could they confirm that the calf circumferences of the pts were measured to assure correct garment sizing. Skin assessments were not consistently documented while on the compression device on the days leading up to the incidents. One pt developed a pressure ulcer. It was scabbed. The second pt developed what the clinician described as a blood blister. Both resolved on their own and there was no medical or surgical intervention provided to either pt in response to the skin integrity concerns. We have not had a similar complaint logged for this issue with this device. The samples were not retained for eval. Add'l training has been provided to the staff at the facility that specifically addresses appropriate garment sizing as well as regularly scheduled and documented skin assessments. We have no info to suggest the device did not function as intended. However, in an abundance of caution, this medwatch is being filed.